Event description:
Lap inguinal hernia, dr (B)(6): " dr (B)(6) was placing clips to close peritoneum. After the 6th clip the jaws locked and would not open. He tried to pry apart as well as fire clips which would on pass straight past the jaws into patient. He ultimately had to tear the jaws off the tissue, open another clip applier to complete the case."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.